Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the gastrointestinal videoscope had image interference and had damage to the ccd unit. A root cause could not be identified. Based on the results of the investigation, the most probable cause is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had image interference and had damage to the ccd unit. There were no reports of patient involvement.